Event description:
Reporter alleged blood glucose monitoring device read higher than normal (500 mg/dl - hi) and called the dr who advised her to go to the emergency room (ER). It was reported two hours later, ER measured 88 mg/dl and no treatment was rec'd as a result. Reporter stated original result was "hi" prior to the ER test. A request was made for the return of the suspect device and replacement product was sent.